Event description:
Customer reported a button error on his insulin pump. Customer's blood glucose is 105 mg/dl. Customer stated he was going to fill the reservoir when the device alarmed button error. The buttons seem to skip. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked reservoir tube, cracked reservoir tube window, cracked belt clip slot, and missing end cap sticker.